Event description:
It was reported that during patient use, the tracheostomy tube cuff would not inflate and was leaking. The device was replaced without any reported patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).